Event description:
It was reported that the patient presented to surgery with severe lumbar spondylosis and stenosis with disc degeneration at l3-4, l4-5, and l5-s1. The patient underwent a procedure for bilateral decompression with discectomy and posterior lumbar interbody fusion using rhbmp-2/acs. At 13 days post-op the patient presents to the ER with lower back pain needing pain control. At 16 days post-op the patient developed fever and elevated white blood count and elevated sed rate with increased back pain, and MRI showed what appeared to be an epidural abscess and discitis/infection at the surgery site. The patient was taken to surgery and underwent exploration and debridement of his lumbar wound. Staphylococcus bacteria detected from cultures. At 3 weeks post-op, MRI of the lumbar spine shows stable posterior fusion hardware from l3-s1 with normal alignment maintained. Interbody fusion material at l3-4, l4-5, and l5-s1 appears in good position. At 7 weeks post-op, the patient presents with underlying infection that was treated with antibiotics.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.